Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was placed via the femoral artery to support the 77 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was on inotropes, vasopressors, and a vent for respiratory needs. The patient also had know cardiac arrest with CPR given for intervention. The pump was supporting when there was concern of hemolysis with urine color change. The pink urine occurred during the impella support, but to date no intervention has been shared. The pump was imaged for position and was seen not to be in good position. The patient's hemolysis was also thought to be contributed to by the gastrointestinal bleed. Anticoagulation necessary for the pump placement and support can contribute to bleeding. Patient was heparinized for anticoagulation during case but unclear if patient received heparin prior. After 3 days of support the pump was weaned and explanted. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions. The purge cassette is not available for return.